Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following the intraocular lens (iol) implant procedure the patient experienced blurry distances vision. The vision was not sharp as before. The patient was not able to read words on tv screens or projected slides and not able to perceive the depth of scars on uneven pavements while walking. The patient was experiencing star like instances , (saturn) roundish bodies surrounded by an equatorial ring) , spiky blobs like sauces. The measured and recovered visual power was 10/10 on left eye. But patient perception was individual letters of any size don¿t appear as straight segments, but as twisted (zigzag) segments. The patient had sharpness issue.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined, not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).